Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. The customer's blood glucose value was unknown. The customer was also reported that the insulin pump had displayable history crc check failed on startup. The customer was assisted with troubleshooting and reported that they were able to clear the alarm and able to rewind the insulin pump. The insulin pump will not be returned for analysis.